Event description:
The customer reported that prior to initiating therapy on a pt, the unit displayed an electrical test fails message upon power-up. The pt was switched to another unit and therapy was initiated. No pt injury was reported.